Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer reported blood glucose level was not impacted. Reportedly, the customer will use manual injections as alternate insulin therapy until the replacement pump is received.